Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient with no family history of autoimmune disease who underwent breast augmentation with unspecified mentor gel breast implants has since been diagnosed with 11 autoimmune diseases and kidney failure. The patient reports that she was a fitness enthusiast and trained 5 days a week, and now can barely get off the couch most days. The patient reports that the root cause of her illness has not been found by physicians and is unable to manage them. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device malfunction, such as rupture, has been reported. The root cause of the patient's symptoms are unclear. This report is for the first of two devices.